Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported emergency room visit and diabetic ketoacidosis. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia.no lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient visited the ER (emergency room) with diabetic ketoacidosis (dka). The patient's blood glucose levels reached 400 mg/dl while wearing the pod between 4 and 24 hours. Symptoms reported include hyperglycemia and malaise. The patient was given 5 units of insulin via injection prior to ER visit. The patient was treated with IV (intravenous) fluids in the ER. The patient was released within 2 hours. The pod was removed in the ER and the cannula was found to be bent. The pod was discarded by hospital staff.